Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a greater than 200mm thoracic dissection. It was reported that during the procedure the stent could not be easily released, the stent was finally released by prying the handle. The handle device was tapped and the bare bracket was manually released. The physician has reported that the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.